Event description:
Clinical trial. Same case as MFR report #: 2134265-2008-01423. It was reported that 682 days following coronary artery drug eluting stenting procedure, the pt developed in-stent restenosis. The initial procedure identified two lesions for treatment. Target lesion one was located in the mid rca (right coronary artery) with 90% stenosis and thrombus noted. Target lesion one was predilated using a 2.5x20mm maverick balloon and a 3.0x28mm taxus express2 drug eluting stent was deployed resulting in 0% residual stenosis. Target lesion two was located in the proximal rca with 75% stenosis and was treated with predilatation using a 3.75x20mm maverick balloon and placement of a 3.5x24mm taxus express2 drug eluting stent resulting in 0% residual stenosis. Both of the taxus express2 drug eluting stents overlapped previously placed niroyal stents in the ostial rca and mid rca resulting in continuous overlapping stents from the ostial to mid rca. The pt presented with chest pain and was diagnosed with st elevation mi (myocardial infarction). Reintervention 682 days following the initial procedure showed 50% in-stent restenosis of the overlapping portions of the proximal niroyal stent and the proximal 3.5x24mm taxus express2 drug eluting stent. Angiography also showed suboptimal stent expansion of the taxus stent. Treatment consisted of cutting balloon angioplasty and resulted in improved stent expansion. The pt was discharged two days post procedure in good condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.